Manufacturer narrative:
Additional info: through follow up, it was clarified that the lens was scratched during loading and not upon insertion. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol was and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). Unknown/not reported; it is unknown if the iol was and removed during the same procedure. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) was discovered to be scratched after being implanted in the patient's operative eye. No other information was provided.